Manufacturer narrative:
The reported field event of the inability to loosen the setscrew was confirmed in the laboratory. Visual inspection noted foreign debris particles in the connector block and setscrew threads. The foreign debris particles prevented the setscrew from being removed. The cause of the foreign debris was a manufacturing anomaly.

Event description:
It was reported that during a lead replacement procedure, the setscrew on a chronic pacemaker was stripped and was unable to be removed. Device was explanted and a new device was implanted. Patient was stable post procedure and remained for an overnight observation.